Manufacturer narrative:
H3) the tightrail was returned with a portion of a lead and lld. Visual inspection found the lld protruding from the proximal end of the tightrail, with heavy biologics present; therefore, unable to determine if the blades were concentric or retracted. Crepitation was present throughout the shaft but holds shape set. The tightrail was soaked, cleaned and re-evaluated and found the lead or coil coming out the distal end, with significant marring on the outer jacket. When the handle halves were separated, minimal biologics were observed, and the trigger pin appeared to be in good working condition; however, there was moderate to heavy wear on the trigger tabs. The end cap, bushing, and barrel/sleeve were easily removed, and the through hole of the barrel was clear but had biologics present on the barrel and barrel tracks. X-ray images showed the lld and lead present within the inner lumen. The tightrail was soaked and cleaned again for re-evaluation, and the lld was removed from the proximal end of the shaft. The tightrail does not hold shape set, and there was no audible crepitation. The blades were rounded with biologics present, unevenly retracted, and not concentric with the outer band. The tightrail was able to be manually actuated and did not appear herniated. The tightrail was soaked and cleaned once more for re-evaluation and holds some shape set with no audible crepitation. The outer jacket was malformed, with biologics seeping through the tri-coils creating chatter marks. The blades are now evenly retracted, concentric with the outer band, with minimal biologics present and manually actuates. H6) based on the device evaluation and investigation, it has been determined that the probable cause of the tightrail becoming stuck on the components within the inner lumen was due to excessive biologic buildup. Heavy biologic buildup can cause resistance within the barrel which can lead to barrel damage and ultimately lead to tightrail failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator sheath, the rv lead was removed. Switching to the ra lead, dense fibrosis was encountered, and upon attempting removal of the tightrail from the lead, the lead was stuck inside the tightrail device. Several attempts to free the lead from the tightrail were made; however, unsuccessful. Therefore, the lead was cut, and the remaining portion was removed with a cook medical bulldog, spectranetics 16f glidelight laser sheath, and spectranetics large visisheath dilator sheath with no reported patient harm. This report captures the 11f tightrail that entrapped the lead, requiring intervention.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the tightrail was returned; however, device evaluation is pending. A supplemental report will be submitted once evaluation is completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.